Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Subsequently, a second transmission was received showing the non-sustained lead noise due to post-paced t-wave oversensing recurred. Additional programming changes were recommended and will be made during the patients next follow up. Patient was asymptomatic throughout.